Manufacturer narrative:
Additional manufacturer narrative: bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. The root cause of this event cannot be conclusively determined with the available information. However, the degeneration exhibited by the bioprosthetic valve in this case was most likely impacted by the progression of the patient's underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The subject device remains implanted and cannot be evaluated. If action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 21mm 2800tfx pericardial aortic valve underwent a valve-in-valve procedure after an implant duration of five (5) years, eight (8) months due to a frozen leaflet causing aortic stenosis and regurgitation. The tavr procedure was performed with a 23mm 9600tfx transcatheter valve. There were no complications related to edwards devices.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution.